Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris secondary set had flow issues the following information was received by the initial reporter with the following verbatim. We have been hearing multiple reports in the picu from nurses that they are having trouble with the secondary tubing when administering medications in glass bottles, most specifically IV tylenol. They have reported that even when you pop the valve they are still having issues administering and have needed to insert a blunt tip needle into the valve and leave it there (my guess is improved air escape?) In order to appropriately administer these secondary medications. Many times these have led to inadvertent administration of the primary fluid and a delay in administration of the needed secondary.

Manufacturer narrative:
Additional information: another lot number was involved in the incident in addition to 24069440. Lot number: 24059500. Expiration date: 5/30/2027. Date of manufacture: 5/30/2024. Investigation results: no product or photo was returned by the customer. The customer complaint of flow issues - accuracy could not be verified due to the product not being returned for failure investigation. A device history record review for material# 10016073 and lot# 24059500 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 30may2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for material# 10016073 and lot# 24069440 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 29jun2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.